Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown knee was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Although medical records and x-rays relating to the revision surgery due to loosening in (B)(6) 2015 were received, no medical records or operative reports relevant to the primary implantation in 1996 until the periprosthetic fracture event in (B)(6) 2015 were provided for this investigation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. The exact cause of the event could not be determined because insufficient information was provided. Further information such as evaluation of the explanted device, relevant pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient reported that his right knee was revised due to a broken femur, resulting from a fall.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient reported that his right knee was revised due to a broken femur, resulting from a fall.